Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated.

Event description:
Abbott vascular initiated a voluntary field action regarding specific lots of the starclose se vascular closure system. Product from the identified lots may exhibit difficulty or failure to deploy the starclose se clip. Potential risks associated with this event include prolonged procedure times, use of another device or manual compression to achieve hemostasis. There have been no long term or irreversible patient effects reported. This action does not affect patients having successfully undergone cardiac or endovascular procedures using the starclose se vascular closure system. The internal recall number is #2024168-2/3/2017-001-r.